Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1621001) indicated that a visual inspection step that was added did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the patient's reported height and weight, the patient had a calculated bmi of (B)(6). Patients with low body weight may have shallow vessel depth, which can lead to sealant exposed above the skin level. The cause of the access site bleeding is unknown; however, access site bleeding events are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the bleeding event reported. It was also reported that the patient was taking heparin, plavix, and aspirin at the time of the event. Anticoagulant/antiplatelet therapy may have also increased the patient's risk of bleeding. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. Incidents are monitored on a routine basis for trends and CAPA's are issued as appropriate. Should additional relevant information become available, this complaint may be reassessed.

Event description:
It was reported that following deployment of the of the mynxgrip 6f/7f for arterial closure post-interventional procedure, the sealant was exposed at the skin level, so manual compression was held for 7-10 minutes. Following manual compression, the patient's systolic blood pressure dropped to 60's and the patient complained of leg pain. Manual compression was immediately reapplied. Imaging confirmed bleeding from the arteriotomy. An additional 25-30 minutes of manual compression was applied; however leg pain continued, so another 25-30 minutes of manual compression was held followed by application of a femostop for 2 hours. The patient recovered from the entire episode (symptoms resolved) with no further clinical conditions or treatments.